Event description:
Not holding the brush heads on, heads coming off - oral-b [device breakage] case narrative: adult female consumer via phone stated that the oral-b pro 3 toothbrush was not holding the oral-b toothbrush heads on and the oral-b toothbrush heads came off whilst brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.